Manufacturer narrative:
The insulin pump passed the functional testing including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. During the occlusion test, the insulin pump was programmed with several boluses and monitored. All boluses delivered properly and water exited the infusion set. No bolus anomaly or delivery anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube, a cracked reservoir tube window and a cracked reservoir tube lip. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a bolus anomaly with the insulin pump. Advised insulin pump would be replaced. No additional information was provided.